Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was inspected on-site, and it was determined that the o2 gas module was the cause of the failed flow transducer test. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas module regulates the inspiratory gas flow and gas mixture. A faulty o2 gas module may lead to a stop of ventilation, low o2, or high pressure. Evaluation of the provided device logs confirmed the reported issue with the failed flow transducer test, specifically the inspiratory flow sensor subtest due to sensirion measurement failure. This subtest checks the inspiratory flowmeter offset value to ensure it is within a specified range and that the measured inspiratory flow differs less than 5% from the delivered flow from the o2 gas module. Finally, it checks that the difference between the two subsystems, monitoring and breathing, differs less than a specified value. The replaced o2 gas module was returned for further investigation. A visual inspection of the returned o2 gas module revealed no abnormalities. The gas module was then placed into a reference ventilator for simulated use testing. During this testing, the device reproduced the reported issue as it was found that it had a too high inspiratory flow offset value, which caused the flow transducer test during the pre-use check to fail. Further assessment of the gas module revealed that the failure was traced to one of the printed circuit boards (pcbs) inside the gas module. This pcb in question consists of circuits controlling the flow calculation in the gas module, which explains the reported issue with the faulty flow offset value. This error was confirmed because the pcb was replaced with a reference, and after the replacement, the pre-use check passed the flow transducer test. It was not possible to determine which specific component on the pcb caused the failed flow transducer test. The conclusion is that the device failed to meet its specifications during the reported event. The o2 gas module was replaced and returned to the manufacturer for further investigation. Further investigation reproduced the reported issue, and the failure was traced to one of the pcbs inside the gas module. Therefore, the most probable cause for this customer product complaint has been identified as a defective o2 gas module due to a random component failure on one of the pcbs inside the gas module.

Event description:
Manufacturer's ref: (B)(4).